Manufacturer narrative:
(B)(4).

Event description:
It was reported tha the patient received inappropriate shocks. The system was explanted. The patient's condition before, during and after procedure was good. No further information is available.

Manufacturer narrative:
A partial lead measuring 49.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.